Event description:
Boston scientific received information that this implantable defibrillation lead exhibited loss of capture one day post implant. It was determined the lead had dislodged. The pocket was reopened and this lead was successfully repositioned. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.